Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the loading unit was pre-fired and engaged in interlock with the jaws open. Functional testing of the loading unit found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. The stapler was unable to fire while being applied on resection of the appendix. The surgeon was able to press the green button but unable to squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.